Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25387. It was reported that the patient presented to clinic for follow-up. The right ventricular lead was found to have a low lead impedance, no capture at highest output, and noise with isometrics. The physician elected to explant the lead and implantable cardioverter defibrillator. The patient had no consequences.